Event description:
It was reported that this right atrial lead dislodged shortly after implant as noted through an x-ray. It was noted that the patient experienced muscle stimulation. Brady pacing was deactivated and subsequently a lead revision was performed, and this lead remains in service. No additional adverse patient effects.

Event description:
It was reported that this right atrial lead dislodged shortly after implant as noted through an x-ray. It was noted that the patient experienced muscle stimulation. Brady pacing was deactivated and subsequently a lead revision was performed, and this lead remains in service. No additional adverse patient effects. Additional information was received regarding the explant and replacement of this device.

Manufacturer narrative:
This report contains corrections to fields: b5: describe event or problem and h6: impact codes d6b: explant date.